Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact experienced resistance with filling a new cartridge despite changing the cartridge and syringe. The contact reported successfully loading a new cartridge and syringe after attempts. The customer's blood glucose level was not impacted.